Event description:
It was reported the cord and/or switch-case began to emit sparks and smoke.

Manufacturer narrative:
It was reported, the switch-case began to emit sparks and smoke. Examination of the internal components of the switch revealed that a resistor had shorted, which is most often caused when the cord is pulled away from the terminal. In this case, we found no evidence of such misuse and were unable to determine the cause of the incident. We feel this was an unusual event and will continue to monitor the situation for any further developments.